Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 3 months 13 days. Investigation: the patient remains ongoing on lvad support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2018 with new drainage from the driveline exit site that had persisted for two weeks. The patient reported compliance with the ciprofloxacin regimen. Repeat cultures revealed pseudomonas and the patient was hospitalized on (B)(6) 2018 for IV antibiotics. No additional information was provided.